Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for multiple assays on a cobas 6000 c501 module. Discrepant results were provided for 1 patient sample tested for cobas integra glucose hk gen. 3 (gluc3). The initial result was 11 mg/dl. The repeat result was 89 mg/dl. The repeat result from a different c501 module was 88 mg/dl. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The gluc3 reagent lot number and expiration date were not provided. The field service engineer (fse) found the rinse station suction hose was leaking. The fse replaced one of the aspiration tubes in the cuvette. Mechanical checks were performed and rinse levels were verified. The instrument was functioning correctly. The investigation determined that the issue found by the fse was the root cause of the event.